Event description:
It was reported that the implantable pulse generator (ipg) had a non-specifc performance issue and was explanted and replaced. The device has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. If additional relevant information is received, a supplemental report will be submitted.(B)(4).